Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 25, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2024, the user reported that the cgm system showed results that were different from glucometer measurements. Based on initial escalation analysis a sensor replacement was approved due to system performance, and the sensor was requested for further analysis. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the data management system (dms) revealed that the signal and reference channel instability from around (B)(6) onwards. This is potentially due to poor recovery from impacts to the insertion site. Case information do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 21 february 2025. G3. Date received by the manufacturer? 21 february 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.